Event description:
A tandem mobi cartridge alarm was reported, and it was confirmed by cts as a cartridge alarm 34. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted corrective actions including removing the cartridge and delivering a bolus, which successfully completed, but the alarm recurred upon cartridge reloading. Cts decided to replace the pump and cartridge, providing a new pump with updated software. The customer was instructed on how to manage the transition, including putting the old pump into storage mode and returning the defective unit via ups. Alternative insulin delivery will be ensured through mdi until the replacement is received.